Event description:
It was reported that the stent partially deployed. This eluvia was selected for balloon dilatation and stent implantation procedure of the superficial femoral artery (sfa) for total occlusion. During introduction, even with the safety lock still attached, the stent had been slightly deployed. The catheter was removed and an new eluvia was used to successfully complete the procedure. The patient condition following procedure was stable. Additional information was received that there was resistance felt when advancing through the sheath. The lesion stenosis was reported as greater than 95 percent.

Event description:
It was reported that the stent partially deployed. This eluvia was selected for balloon dilatation and stent implantation procedure of the superficial femoral artery (sfa) for total occlusion. During introduction, even with the safety lock still attached, the stent had been slightly deployed. The catheter was removed and an new eluvia was used to successfully complete the procedure. The patient condition following procedure was stable.

Manufacturer narrative:
Device eval by manufacturer: this eluvia device was received for analysis. Visual inspection revealed that the stent was partially deployed on the delivery system with the safety lock still in place on the rack of the device. The lock was then removed, and the stent was deployed without issue. No issues with the tip of the device; however, visual and tactile examination identified multiple outer sheath kinks along the length of the device. There were no issues or damage to the handle of the device. The handle of the device as opened and there was no evidence of inner prolapse. Analysis was able to confirm the partial deployment that was reported from the field.

Event description:
It was reported that the stent partially deployed. This eluvia was selected for balloon dilatation and stent implantation procedure of the superficial femoral artery (sfa) for total occlusion. During introduction, even with the safety lock still attached, the stent had been slightly deployed. The catheter was removed, and a new eluvia was used to successfully complete the procedure. The patient condition following procedure was stable. Additional information was received that there was resistance felt when advancing through the sheath. The lesion stenosis was reported as greater than 95 percent.